Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station was in critical override and disconnected mode. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station was in critical override and disconnected mode. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override & disconnected mode. The field service engineer (fse) reviewing the network settings, the network could not be identified, and the issue was found to affect not just the pyxis station but other computers on the unit as well. To maintain functionality, the station was temporarily switched to wi-fi connection allowing patient access to continue. The fse advised the customer to contact the hospital information technology team (hit) needed to be contacted to resolve the network issue. The fse confirmed that the station was functioning normally in the wi-fi. The system functioned as intended after the field service engineer inspected the device.